Event description:
It was reported that: the message "spirometry inop" appeared since (B)(6) 2013 on an oxylog 2000 plus transport ventilator. A drager svc tech repaired and checked the device on (B)(4) 2013. Nevertheless, when connecting the device to a pt, the device was again not working as expected. Alarms for mv low and paw low were generated. The pt suffered a significant desaturation.

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the follow up report.